Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that onetouch ultra2 meter is giving inaccurate high readings compared to feeling/normal reading. This medical affairs specialist contacted patient about 20 days laterto clarify information obtained from the initial call. The patient tests his blood glucose 3 times per day and takes 20 units of 70/30 novaflex insulin each day when his blood glucose is normal. However, if the patient's blood glucose is high, the patient will increase his insulin dose per the sliding scale. The patient also takes januvia (unspecified dose). The reported issue (inaccurate high reading) first occurred a day before contacting lifescan at 7pm. On an unspecified date at 1:12pm, the patient reportedly obtained a blood glucose reading of "182 mg/dl," which reportedly was not correlating with his symptom of feeling nauseated. The patient indicated that when he feels nauseated, his blood glucose is usually below "80 mg/dl." Despite the alleged low symptom the patient had, the patient increased his novaflex insulin 70/30 from 10 units to 12 units as recommended by his doctor when his blood glucose is high. The patient ate some vegetable and meat after taking the insulin dose. One hour later, the patient developed symptoms described as "shaky and sweaty." The patient did not test with the subject meter at that point because he felt that the meter was giving inaccurate readings. Reportedly, the patient drank orange juice and felt better within 15 minutes. The patient did not receive any medical intervention from a healthcare provider and did not test on another device at the time of concern. The patient's diabetes medication and testing frequency has not changed since the day of the incident. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient reportedly had symptoms that were suggestive of severe hypoglycemia after he obtained an elevated reading on the subject meter and stated that he increased his insulin according to elevated reading, as per his doctor's advice. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received it. If the lfs product is returned, lifescan will evaluate it and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.